Manufacturer narrative:
Additional review determined that information reasonably suggests the tubing defect did not pertain to the excel penile prosthesis, but rather an unknown device. It was unknown at the time of this report whether there was an issue regarding the excel product.

Manufacturer narrative:
An excel resipump and two cylinders were received for analysis. A separation, with abrasion adjacent to the separation, was noted on the non-serialized exhaust tube of the resipump. This was a site of leakage. Abrasion was noted on the exhaust tube of cylinder 1; no functional abnormalities were noted with cylinders 1 or 2. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the non-serialized exhaust tube of the resipump indicated that it had kinked onto itself for a period of time while in vivo resulting in a separation. A separation of this type may then allow the loss of fluid, making the device inoperable. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
D4: lot number: 0922999.

Event description:
Additional information received further clarified that this event involved an excel product. The patient could not pump the implant; the right tube broke between the pump and cylinder. The device was replaced.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted due to a tube defect. No other adverse patient effects were reported.